Event description:
Procedure type: hysterectomy. According to reporter: during the closure of the vaginal vault, suture and needle were dislodged from the instrument and fell into the pt cavity. It took 10 minutes to locate and remove all pieces. When it retrieved, it was noted that the needle had been broken. There was no harm to pt. Reportedly, the pt's tissue was normal and not overly thick.

Manufacturer narrative:
.